Event description:
Ous MDR - oversensing without inappropriate therapy was reported via home monitoring. During the revision procedure on (B)(6) 2017, it was decided to replace the lead. A small damaged spot, just above the defibrillation coil, could be observed. The lead has not yet been returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between a 3 cm segment of lead body was missing. The received lead fragments were subjected to an extensive analysis. In the course of the visual inspection multiple signs of wear along the lead fragments were found. In particular on the distal lead fragment the insulation was found rubbed through which can be considered as the root cause of the reported oversensing with shock delivery. Consistent with the complaint description, the severe abrasion mark was noted near the shock coil. Based on the characteristics of the damage it is assumed that the lead had been subject to excessive mechanical stress in the implanted state, most likely due to constant interaction with modified tissue. The diagnostic images received for analysis were inspected. The x-ray images demonstrated the lead body was bent in the distal area. Particularly on the latero-lateral projection the lead was bent on two points in a small radius. It is assumed that the bends in short radii in combination with modified tissue interaction resulted in extraordinary stress. During the electrical analysis, the dc resistances of the received conductor fragments were measured. A broken contact in the conductor cable to the distal atrial ring electrode was measured. The visual investigation confirmed a conductor fracture between the atrial ring electrodes. The characteristics of the conductor fracture indicate an unexpected significant stress level in the implanted state. Causes for elevated stresses are difficult to determine. Conceivable factors might have been interaction with modified tissue, a potential increased ingrowth which had impact on the lead's motion, high activity levels of the patient and significant manual labor involving the upper body. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.